Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The event was an acute myocardial infarction. Using a 6f guide catheter, the physician had two guide wires and one maverick balloon catheter placed in the patient and had planned to perform a kissing balloon technique. The lesion was located at a bifurcation within the right circumflex artery (rcx). During the introduction of the 2.50 x 20 mm promus element, he felt resistance while inside the guide catheter. During the withdrawal of the promus element stent system, he noticed the distal end of the stent was no longer smooth. The case was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The event was an acute myocardial infarction. Using a 6f guide catheter, the physician had two guide wires and one maverick balloon catheter placed in the patient and had planned to perform a kissing balloon technique. The lesion was located at a bifurcation within the right circumflex artery (rcx). During the introduction of the 2.50 x 20 mm promus element, he felt resistance while inside the guide catheter. During the withdrawal of the promus element stent system, he noticed the distal end of the stent was no longer smooth. The case was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with distal stent damage. Struts at the distal end of the stent were misaligned. The outer diameter (od) of the stent damage was measured using a snap gauge, and was approximately 1.20mm. The od of the stent area where no damage was present was measured at approximately 0.99mm. (B)(4). The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).